Manufacturer narrative:
(B)(4). Insulin pump was received with a pump error 38 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. The customer stated they were able to clear the alarm however customer was not able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.